Event description:
The customer reported that the system's closed circuit digital camera needed to be replaced and they wanted a quote. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.